Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated the patient had been treated with anti-tachycardia pacing for a ventricular tachycardia (vt) episode but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The anti-tachycardia pacing was suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.